Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) was unable to get a good light connection to the patient side cart (psc) through the blue fiber cable. The fse replaced the fiber optic cable (372749-01) on the patient side cart (psc). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the fiber optic cable involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. A visual inspection was performed and damage to the cable inside port was found. The root cause for the damage cannot be determined.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the blue fiber cable on the patient side cart (psc) was pulled and the cable and connector separated. The customer informed the technical service engineer (tse) that they had replaced the damaged cable with a brand new spare cable. After the customer attempted to power on the system, a user message indicating the psc was not connected was displayed. The tse walked the customer through the system breaker reset and emergency power off (epo); however, the issue persisted. The customer bio med reported that a piece of debris was in the psc fiber plug, and possibly from the damaged cable. After reseating of the cable and re-setting of the breaker and another epo, the error persisted and the psc would not connect. It was noted that the symptom logs and the description by the customer indicate a bad/damaged fiber connector on the rear of the psc. It was noted the customer was continuing with the case laparoscopically. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed that they converted to laparoscopic procedure because the fiber cable was pulled out from the patient side cart (psc). It was stated that they converted to laparoscopic surgery for a few minutes before using a second davinci system to complete the procedure. No issue were noted during setup. The nurse confirmed the patient has not return for any post-operative complication. The procedure was completed using a second davinci system with no patient injury or harm.